Event description:
Procedure: adenoidectomy, turbinectomy. Reportedly, this pt was being evaluated 9 days post-operatively. Family member mentioned to the physician's assistant that the pt "might" have sustained a burn on the right middle finger during the procedure. The lesion was described as two small red dots. Family member states the pt complained about it when patient woke up from the anesthesia. However, there is no information in the facility documentation to reflect this complaint. No treatment needed.